Event description:
The year the dreamstation asv came to the market. My husband's dr. Changed him to the latest and best, he said. My husband ultimately developed multiple myeloma due to this machine. He had been out of the workplace for more than 20 years, and the break down of sound abatement foam , is the only cause. He had many problems from the machine , mainly hoarseness, and pain in his throat from this machine. The medical records to back all of that up are available. He died from multiple myeloma in (B)(6) 2021. No treatments ever helped him, he was untreatable from the beginning. He lived 14 months from diagnosis to his death. This is right to just put financial gain above a person's life. FDA safety report ID# (B)(4).